Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem was not identified during the event history log review; however, there was a system error 2240 found after the patient bypassed dwell 1 indicating that device detected air in the line. A nonconformance was initiated to address this issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The pro card was found to meet specifications and there was no evidence that the pro card may have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The actual device has been received and the device evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced pneumoperitoneum as a result of the patient inadequately priming the lines prior to performing apd therapy. The event was manifested by shortness of breath, chest pain, abdominal pain and distention that started during fill 1 (2400 cc). The patient was seen in the emergency and admitted to the hospital for the event. A manual drain of the patient's peritoneal dialysis (pd) fluid produced 2000 ml of clear fluid. The patient was placed in the trendelenburg position with manual pressure applied to the abdomen. Approximately 5l of air was expelled into the connected drain bags (2 1/2 bags) and the stomach distention was resolved. The patient was discharged the following morning. Apd therapy was resumed three days after hospitalization. The patient was retrained on properly priming the patient line. No additional information is available.

Manufacturer narrative:
(B)(4). (Age previously reported as (B)(6) and the birthdate was omitted in the initial report). Should additional relevant information become available, a supplemental report will be submitted.